Event description:
Patient in radiology being given IV contrast. Clave 7 inch extension set in use in the IV line. Blew out, spraying contrast and blood. This is the third time this has happened with this extension set. Reference reports: mw5160555, mw5160556.